Event description:
It was reported that during an ureteroscopy procedure to treat kidney stones, two fibers broke. A third fiber was used to complete the procedure. The patient fully recovered; there were no patient complications. Additionally, no injuries to the operator were reported. This report is for the second fiber.